Event description:
The recipient reportedly experienced lack of retention and loss of lock following an MRI. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Following loss of lock, the recipient reportedly underwent revision surgery to replace the magnet, however, the issue was not resolved; therefore, the recipient's device was explanted. The external visual inspection revealed the electrode was severed prior to receipt as well as a silicone tear on the magnet pocket. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt as well as a silicone tear on the magnet pocket. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt as well as a silicone tear on the magnet pocket. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt as well as a silicone tear on the magnet pocket. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The reported complaint of magnetic retention and no lock could not be verified during this analysis. This device passed all of the tests performed as well as the returned magnets. No corrective action is indicated. This is the final report.